Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient representative reports patient has been experiencing "difficulty breathing feeling significant and oppressive pressure on the chest and a choking sensation on the neck like a heavy chain, strong neck and back pain, especially in neck and thoracic spine, dizziness, restlessness, tachycardia, panic attacks, anxiety, fatigue, sleep disorder, depression, limited libido, pale skin and strong dark circles, difficulty concentrating, sensitivity to light and sun intolerance, asthma, chocking, night sweats and feelings disorder". ¿symptoms of breast implant illness (bii)¿ are not device related. Patient had MRI and CT of the neck and the spine performed with no findings. Breast ultrasound was performed and patient was diagnosed with rupture of the right device and silicone in lymph nodes. Device has been explanted. The record relates to the right side.

Event description:
Patient representative reports patient has been experiencing "difficulty breathing feeling significant and oppressive pressure on the chest and a choking sensation on the neck like a heavy chain, strong neck and back pain, especially in neck and thoracic spine, dizziness, restlessness, tachycardia, panic attacks, anxiety, fatigue, sleep disorder, depression, limited libido, pale skin and strong dark circles, difficulty concentrating, sensitivity to light and sun intolerance, asthma, chocking, night sweats and feelings disorder". ¿symptoms of breast implant illness (bii)¿ are not device related. Patient had MRI and CT of the neck and the spine performed with no findings. Breast ultrasound was performed and patient was diagnosed with rupture of the right device and silicone in lymph nodes. Device has been explanted. The record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Dizziness-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Pain-ndr: not applicable as the event is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.